Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unknown. The patient had history of osteoarthritis, near syncopal episodes in the 2001, mild to moderate mitral and tricuspid regurgitation. A recent CT scan suggested a small endoleak and the stent graft had migrated approximately 1 cm, which is likely due to shrinking of the aneurysm diameter from 7.3 cm to 6.3 cm. The patient's age and co-morbid factors leave no alternative treatment options; therefore, a talent aortic cuff was requested to stabilize the original stent graft and prevent further migration. A 30 mm diameter, x 3 mm length talent proximal cuff was successfully implanted in 2003. No clinical sequelae were reported, and the patient is reported to be fine.